Manufacturer narrative:
Batch review performed on 28 december 2023 lot 2305460: 198 items manufactured and released on 15-march-2023. Expiration date: 2028-02-26. No anomalies found related to the problem. To date, 187 items of the same lot have been sold without any similar reported event during the period of review. Additional involved implant batch review performed on 28 december 2023 on ball heads: bipolar head 25060.2850 bipolar head ø28x50 (k091967) lot. 2245351 lot 2245351: 101 items manufactured and released on 17-apr-2023. Expiration date: 2028-03-28. No anomalies found related to the problem. To date, 71 items of the same lot have been sold without any similar reported event during the period of review.

Event description:
At about 1 month and half after the primary, the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the bipolar and femoral head. The surgery was completed successfully.